Manufacturer narrative:
During inspection and testing, service also found the light cover glasses were cracked, the adhesive on the distal end was detached, there was fluid invasion in the scope connector, and the bending angles in all directions were out of specification. The adhesive on the light cover glasses and the optical cover glass was worn. There was play in the up/down angulation knob, and the right/left angulation knob. The air/water channel volume was out of specification, the water flow was out of specification, and the water removal ability was out of specification due to the blockage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel was blocked. The reported issue was identified during maintenance of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a black plastic-like material (foreign material) was protruding from the air/water nozzle. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.